Manufacturer narrative:
Additional information- e3, e4. H6. Investigation results - the nv gxl lnr, lipped device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Review of finished product release was reviewed, device was verified and sterilized. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information is available.

Manufacturer narrative:
Concomitants: serial #: (B)(4), category #: 160-23-13 - splined rdd stem h/o sz 13, serial #: (B)(4), category #: 140-32-93 - 12/14 biolox femoral hd 32mm -3.5, serial #: (B)(4), category #: 180-00-54 - nv crown cup no hole 54mm group 2 additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, who had an initial left total hip arthroplasty on (B)(6) 2011, became infected. A surgeon assumed care on (B)(6) 2011. They underwent a polyethylene exchange and an I and d of the left hip. The infection was cured. No device returns anticipated due to this being a legal case. No further information.